Manufacturer narrative:
Other relevant device(s) are: product ID: s7 argus os, UDI #: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the monitor displayed no signal when trying to enter ent software. It was stated that the issue occurred on initial reboot before the application launch screen. System was rebooted three times to resolve the issue. System functioning normally. There was no patient present when the issue occurred.